Event description:
Hologic, novasure advanced would not activate for the surgeon. The generator was rebooted, and measurements re-entered with same result. Subsequent "like" device utilized without issue. FDA safety report ID# (B)(4).